Manufacturer narrative:
(B)(4). Alleged failure: when the cinchlock flex anchor was deployed, a small thin wire was left inside of the center of the anchor when the inserted was removed. Wire was able to be removed and another anchor (from the same lot #) was used and worked successfully. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user applied excessive force to the device. The product was returned for investigation and the failure mode was confirmed, the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the anchor was deployed, the wire broke. The pull wire was successfully removed from the anchor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that when the anchor was deployed, the wire broke. The pull wire was successfully removed from the anchor.